Manufacturer narrative:
(B)(4). Evaluation: results: (mi).

Event description:
An endeavor sprint over the wire (otw) drug-eluting coronary stent (details unknown) was implanted in the lad of a patient with no issue reported. However, it was reported that approximately 3 months post implant, the patient presented with an mi. Angiography confirmed diffuse restenosis within the relevant stent. Reduction in the blood flow to the patient's brain was also confirmed and this led in the patient being brain death. It was reported that the physician placed the patient in life support. No other clinical sequelae were reported.